Event description:
As reported for this event by the customer, the device yielded no image and the screen was black. There is no harm or adverse impact to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device image disappeared at an angle. This is likely occurring due to faulty circuit board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum may 24, 2022: event occurred at the beginning of a therapeutic endoscopic sinus surgery (ess) procedure. The procedure was completed with no delay with another similar device. The patient did not need additional anesthesia. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.